Event description:
It was reported that the customer went to the Emergency Room and was subsequently admitted to the Intensive Care Unit (ICU) with a blood glucose (BG) level of 35 mg/dL; cause was not known. Reportedly, customer lost consciousness and fell and received a cut on their head. The customer received Glucagon and BG monitoring. The customer was discharged from the hospital on (b)(6) 2026 with the issue resolved and no permanent damage. System check was performed and the pump is functioning as intended. Clinical Technical Support (CTS) advised the customer to consult with their healthcare provider to discuss factors that might be affecting their blood glucose levels, and the customer acknowledged this advice.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S20+ 5G / 2.8 / Android 16.